Event description:
Technical services received a call on (B)(6) 2011 from sales rep. Sees signals on the rv lead, impedance was 640 but today is 1180. Since (B)(6) 2011, 5 nonsustained event. Last threshold was 1.2v, now not seeing capture at 2v, no capture capture at 3v. Lost at 3v. No physician or hospital known. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).